Event description:
The reporter stated the ok keypad button became intermittently responsive a week ago and was getting worse. The ok keypad button was reportedly sticking, required several button presses to get a response and cancelling boluses. The patient wore the pump in a pump skin on the outside of clothing and did not clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.